Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 250 mg/dl. Customer's current blood glucose value: 223 mg/dl. Customer did not specify the treatment for high blood glucose levels. Customer did not allege that the insulin pump was under delivering. Troubleshooting was performed and the product is not expected to be returned for analysis.